Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank which was not resolved by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with a blank display screen. The pump was opened and the moisture was observed throughout the inside of the pump. Unrelated to the complaint, the bolus button was found to be detached from the pump. During evaluation the force sensor was found to be out of calibration.